Manufacturer narrative:
(B)(4). It was reported the device was used in the superficial femoral artery. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the device was used in the superficial femoral artery. The starclose se instructions for use states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with access sites in the profunda femoris or superficial femoral arteries. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device with a 6f sheath after a popliteal stenting interventional procedure. The access site was the femoral artery as the common femoral artery was heavily calcified. Reportedly, hemostasis was not achieved with the starclose se device, pulsatile flow was observed. Hemostasis was achieved by cut-down and surgical repair. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure, due to the cut-down and surgical repair. The physician is reportedly trained in the use of the proglide device. No additional information was provided.